Event description:
Dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt became hypotensive 2 hours into the treatment and was given a total of 650 ml of saline. Treatment was completed and the pt was discharged in stable condition. Based on the reported pre and post weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 1.5 kg. There was no serious injury or illness.